Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-05027. It was reported invalid impedance was found on all contacts of one of the leads when an sjm representative met with the patient. Both of the patient's leads are being reported because it is unknown which lead showed invalid impedance.